Event description:
(B)(4). Was provided by insurance for years had terrible abdominal pain severe bleeding. Some days could not leave the house the bleeding was so bad. Chronic back pain, sciatica spinal stenosis, migraines ,loss of memory, hearing loss, hair loss, weight gain, swollen stomach, leg numbness. Swelling hands and feet finally had hysterectomy at age of (B)(6).